Event description:
It was reported that a button on the customer's insulin pump was taking a long time to respond and only responding intermittently to forceful pressing. Her blood glucose level was not known. No significant events leading to the issue were recalled. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No errors could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked display window at the bottom right corner, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).